Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - clinical code). Additional information was received confirming the patient underwent a valve in valve procedure to resolve the paravalvular leak (pvl). It was noted that the patient was experiencing hemolysis due to the pvl. Post valve in valve procedure, the hemolysis and pvl resolved. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, potential risks associated with the transcatheter aortic valve implantation (tavi) procedure, the bioprosthesis, and the use of its associated devices and accessories include hemolysis and paravalvular leak (pvl). Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. In this case, the valve malposition and paravalvular leak (pvl) that resulted in a valve in valve being performed were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause for the valve malposition could not be determined at this time, investigation results suggest patient factors (horizontal aorta) may have caused or contributed to this event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echocardiogram, aortogram and computed tomography (CT) to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As reported, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the valve was deployed with 1 ml more than nominal volume. The valve landed in a position of 50/50 to 40/60 (aortic/ventricular) and moderate pvl was observed. Approximately 2 days post tavr procedure, hemolysis was diagnosed. Subsequently, approximately 9 days post tavr procedure, a valve in valve was performed. Post valve in valve procedure, the hemolysis subsided. It was believed that the gap between the valve and annulus could not be covered with the valve skirt due to the initial valve being placed too ventricular. It was noted that the patient had a valve area of 411 mm2, which is within the recommendation range for a 23 mm valve size 23mm (338-430 mm2). Therefore, the valve being undersized was not consider a cause or contributing factor to the events. Additionally, as reported, the valve was deployed too ventricular. A malposition valve may have compromised the seal provided by the skirt between the valve and target site (native annulus), leading to the paravalvular leak reported. As such, the available information suggests that procedural factors (malpositioned valve) may have contributed to the event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from a journal article. Additional information was received via the journal article "efficacy of tav-in-tav using sapien3 ultra resilia for supra-skirtal-leakage with intravascular hemolysis". Per the journal article, post transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia valve, the patient became anemic and jaundiced. Blood tests were performed and revealed elevated indirect bilirubin levels along with decreased hemoglobin and haptoglobin findings consistent with intravascular hemolysis. Due to the progression of anemia, a blood transfusion was performed. Subsequently, a secondary procedure was required to address the paravalvular leak (pvl). Approximately 10 days post tavr procedure, the patient underwent a valve in valve procedure with a new 23 mm sapien 3 ultra resilia valve. The procedure was successful as the pvl resolved and the hemolysis improved. Reference for journal article: otake r, hachinohe d, horita r, armando diaz j, shitan h, fujita t. Efficacy of tav-in-tav using sapien3 ultra resilia for supra-skirtal-leakage with intravascular hemolysis. Cardiovasc interv ther. 2024 may 14. Doi: 10.1007/s12928-024-01007-3.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (device code, investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received revealing the 23 mm sapien 3 ultra resilia valve was malposition during the transfemoral transcatheter aortic valve replacement (tavr) procedure. The valve had been implanted in the 50/50 (aortic/ventricular) to 40/60 (aortic/ventricular) position and moderate paravalvular leak (pvl) was observed. Subsequently, approximately two (2) days post tavr procedure, hemolysis was diagnosed. Approximately nine (9) days post tavr procedure, a valve in valve procedure was performed to treat and the hemolysis improved. It was believed by the physician that the gap between the valve and annulus could not be covered with the valve skirt due to the valve being placed too ventricular. Although the cause of the malposition valve could not be determined, it was noted that the patient had a horizontal aorta which may have contributed to the valve being implanted too ventricular. The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the paravalvular leak is unknown; however, it may be due to patient factors and/or procedural factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately four (4) days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, it was noted that the patient presented with moderate paravalvular leak (pvl). A valve in valve procedure has been planned.